Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported activating a new pod on (B)(6) and his blood glucose was reading "high" (> 500 mg/dl). His bg for the next 2 days ranged from 3.3 - 13.9 mmol/l (59 - 250 mg/dl) with no ketones present. At 5:55 pm his bg was reading 21.1 mmol/l (380 mg/dl), he administered a bolus of 3.25 units of insulin. At 6:22 pm he ate 54 grams of carbohydrate so he gave a bolus of 2.70 units. His bg was reading between 27.8 mmol/l (500 mg/dl) and "high" from 8:27 pm to 11:21 pm, he consumed a total of 149 grams of carbohydrate with 4 meal bolus totaling to 11.1u of insulin. On (B)(6) 2013 at 7:30 am his bg measured 18.3 mmol/l (329 mg/dl) at which he gave a bolus of 2.55 units of insulin. His bg reached 20.7 mmol/l (373 mg/dl) at 9:02 am; he checked for ketones and they were "off the chart" so he decided to deactivate the pod. At 9:17 am he was able to activate a new pod and gave a manual injection of 7 units of insulin. He went to the hospital and was admitted for diabetic ketoacidosis where he received fluids and insulin intravenously.